Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visible inspection found haptic broken. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -7.5/+1.5/000 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a same size, different sphere/axis lens due to refractive surprise. The problem is resolved.

Manufacturer narrative:
Weight, ethnicity, race: unk PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).